Event description:
It was reported that during the implant attempt, helix extension and retraction could not be confirmed following lead repositioning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis indicated no anomalies found. It was noted there was blood in/on the helix/lobe mechanism.